Event description:
It was reported that the distal part of the cement cartridge snapped off during cementing. Cementing was completed manually, there was no reported adverse consequences or patient injury as a direct result of manually inserting the cement.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The cartridge break was most likely the result of the cement entering the hardening stage at the time of injection, which could be due to the temperature in the operating room being above the recommended setting.